Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
As reported, the thermogard xp ivtm system (sn (B)(4)) displayed "tcm ID:06" (ce post failure) error message. It is unknown where the problem occurred. However, patient use information was requested, but no additional information was provided.